Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon uses blue for pouch, white on jj. The post-op leak occurred on remnant side. He clamps below pouch and fills with air and runs fluid over to check for leaks. Gore seamguard used on all firings. There are no surgical videos or photos available. Throughout care of patient there were no staple form issues. Even in reoperations, good b form. The surgeon stated that the pa fires the staplers since he¿s on the robotic console. He fires with the anvil side up and is meticulous at inspecting the staple line after each firing. The first patient¿s leak occurred 5-6 weeks post-op, a drain was placed and was in and out of hospital 5-6 times. The second patient had dehiscence at day 7 post-op. An upper gi performed, and a huge disruption of staple line noticed. The third patient was a sleeve conversion. An upper gi was performed, and no leak was seen. His partner performed reoperation and did not see leak but bile stain. This area of remnant was corrected with an omental patch post-op day 3. There were no difficulties with devices to include staple form in any of the procedures. Seamguard is used on all firings. Typical cartridge selection is blue for these areas. No blood supply issues noted. No photos or video available.

Event description:
It was reported that post op to a revision rny : substantial adhesions and had to relocate the liver retractor multiple times. Fired first white reload, but decided to make the pouch smaller and start a different stapling path. Staple lines (gj and jj) looked great and passed leak test. Three days later 1/15, the patient was back in the or with a leak. The physician searched for nearly three hours, but could not isolate where the bile was coming from. Sutured the remnant side, which has seemed to solve the problem.